Event description:
It was reported the pt had a fall and was unable to feel stimulation in the right side of her back. An x-ray revealed the pt's paddle lead had migrated to the left. Reprogramming only captured stimulation in the left back and bilateral legs, and more stimulation was present in the left leg than right. Follow-up indicated the pt will not undergo surgical intervention at this time due to financial constraints.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.